Manufacturer narrative:
Based on the claim against the product by the customer noting error faults, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe integrated electro surgical unit. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The erbe was analyzed and found to have errors c-83/3-87/4-87/1-71/c-82 faults on erbe on startup. The unit was placed on an in-house system and was run in normal mode. The complaint regarding error faults was confirmed based on failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer observed several faults on the system. The customer had been pushing through all the faults but wanted to see what could be causing it. Isi tse reviewed the logs and found several communication issues in the logs. The isi tse asked if it was possible to perform some troubleshooting at the time of the call; the caller declined as the case was close to finishing. The isi tse recommended when the case was finished, to reseat all the blue fiber cables and specifically to check the bottom port in the back of the vision tower for a possible loose cord. The customer will have staff check that after the case but requests the isi field service engineer (fse) come and inspect the system. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.